Event description:
It was reported that the asymptomatic patient presented for a magnetic resonance imaging procedure. Upon interrogation the pacemaker had an alert that the device had been reset. Programming changes were made. The patient was stable.